Event description:
Boston scientific received information that this right ventricular lead revision took place during a normal device replacement procedure due to out of range pacing impedances and increase in pacing thresholds. The defibrillation portion of this lead was not replaced due to occlusion of the vena subclavia. Post operative testing was successful and the patients induced arrhythmia was converted with a 14j shock. The field representative advised to replace the lead and move the newly implanted device to the right side. At this time this has not been performed. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.